Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6), 2009.according to the complainant, the patient experienced injuries (specifics unknown).attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the physician, a pinnacle anterior pelvic floor repair kit was implanted into the patient on (B)(6) 2009. There were no complications or complaints from the patient reported to the physician or hospital. All other information is unknown and unavailable.

Manufacturer narrative:
Note: the physician reported a lot number for the complaint device, based on this a pinnacle anterior apical pelvic floor repair kit has been updated as the complaint device that was implanted on (B)(6) 2009.